Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of under-sensing. The patient was in ventricular tachycardia (vt) and the device did not sense the rhythm since the rhythm was under the charge cutoff zone. Eventually, the rhythm became faster and was sense above the charge cutoff zone, and a shock was delivered and converted the ventricular fibrillation (vf) rhythm. Data analysis was performed, and boston scientific technical services indicated the device recorded a fast ventricular rhythm with changing amplitude with low morphologies. The therapy zones were set to 220 to 250 beats per minute, there was some noise oversensing at 14 to 18 seconds although the main reason of the long time to therapy was highly set conditional zone cut off and the rhythm was wandering at that rate for 5 minutes before the shock. Technical services provided possible reasons for under-sensing of vf such as high therapy zones, changing amplitudes of disorganized arrhythmia, non-sustained arrhythmia which never allows the device to fulfill the criteria of detection. Technical services suggested basic testing for myopotentials by asking the patient to perform isometrics maneuvers in-clinic. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of under-sensing. The patient was in ventricular tachycardia (vt) and the device did not sense the rhythm since the rhythm was under the charge cutoff zone. Eventually, the rhythm became faster and was sense above the charge cutoff zone, and a shock was delivered and converted the ventricular fibrillation (vf) rhythm. Data analysis was performed, and boston scientific technical services indicated the device recorded a fast ventricular rhythm with changing amplitude with low morphologies. The therapy zones were set to 220 to 250 beats per minute, there was some noise oversensing at 14 to 18 seconds although the main reason of the long time to therapy was highly set conditional zone cut off and the rhythm was wandering at that rate for 5 minutes before the shock. Technical services provided possible reasons for under-sensing of vf such as high therapy zones, changing amplitudes of disorganized arrhythmia, non-sustained arrhythmia which never allows the device to fulfill the criteria of detection. Technical services suggested basic testing for myopotentials by asking the patient to perform isometrics maneuvers in-clinic. No adverse patient effects were reported. This device remains in-service.